Manufacturer narrative:
Additional information was provided in b.3., b.5., and h.11. Based on information received following submission of the initial report, this event intolerable visual degradation and visual disfunction does not meet criteria for reporting as a serious injury per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerable visual degradation. Clinical reason for planned was explant visual disfunction that cannot be corrected by nonsurgical means. The iol was exchanged was planned for advanced technology intraocular lenses (atiol) model lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).